Event description:
The user facility reported a 41-year-old male with cardiomyopathy and was implanted with an impella rp flex for mechanical circulatory support. The patient developed hemolysis and hematuria and the impella rp flex was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: nothing beyond study data.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The impella rp flex pump was returned for investigation. Upon visual inspection, there was significant biomaterial ingested on the inflow cage and wrapped around the impeller. Also, a small thin blue fiber stuck outside to the inflow cage and pump cannula was seen. No other abnormalities were found. The biomaterial was removed, and pump ran at normal flow range per rp pump design specification. Data logs were reviewed and suction alarm, motor current spike during no change in p-level with low flows was found. The cause of the hemolysis issue was due to biomaterial wrapped around motor housing at the inflow per field investigation and motor current spike observed per log review. The cause of the low pump flow issue was due to biomaterial ingestion observed at the inflow cage and around motor housing per field investigation and motor current spike with low flows observed per log review.